Event description:
The recipient's device will reportedly be explanted due to a skin cancer diagnosis. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient was reportedly not explanted. This is the final report.